Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: ¿ what is the procedure name? Knee replacement ¿ what is the procedure date? (B)(6) 2025. ¿ what date did the reaction occur on? (B)(6) 2025. ¿ what does the reaction look like and how large of an area does the reaction cover? Full body. Started at wound site, spread around whole body from the right knee, up the leg, round to patient¿s bottom, around the hips, across the back, across the abdomen, and down the un-operated leg and down the calf. Looked like patchy redness under and upon surface of skin. Also sign of flakiness around the rash closest to the wound site where the prineo dressing was applied. ¿ do you have any pictures of the reaction? No consent to send but surgeon showed me photos in person. ¿ was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Antibiotics, antihistamines, removed dressing. ¿ if medication was required, please clarify if it was prescription strength. Antibiotics. ¿ what is the most current patient status? Reaction cleared up following antihistamines and antibiotics. ¿ was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. ¿ please provide the source or title of external person providing answers to follow-up: mr (B)(6). ¿ is the product available to be returned for evaluation? No. Unknown which batch/ lot number. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please describe how the adhesive was applied. How was the wound cleaned and dried prior to prineo/ dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent a knee replacement on (B)(6) 2025 and topical skin adhesive was used. On (B)(6) 2025, the patient developed a severe allergic reaction to the topical skin adhesive. The reaction was full body. Started at wound site, spread around whole body from the right knee, up the leg, round to patient's bottom, around the hips, across the back, across the abdomen, and down the un-operated leg and down the calf. Looked like patchy redness under and upon surface of skin. Also sign of flakiness around the rash closest to the wound site where the topical skin adhesive was applied. Patient was given antibiotics, antihistamines and removed dressing. The reaction cleared up following antihistamines and antibiotics. Additional information was requested.